Event description:
It was further reported that in 2004 an initial angioplasty and drug eluting stenting treatment procedure was performed on the lad and lcx using 2 taxus stents with a good end result and timi 3 flow. Two days later angioplasty was performed on the rca per initial MDR. Eight days later the pt presented with a gastrointestinal bleed due to "piles" and was transfused with blood. The bleed subsided with medication (unknown type). After discharge 2 days later, at a future date not recorded, the pt's relatives informed the physician that the pt had expired.

Event description:
Three days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was a moderately tortuous, 99% stenosed, non calcified right coronary artery (rca). The vessel diameter was reported to be 3mm. The physician predilated the lesion and placed the taxus express2 8.8% 3.0mm x 12mm drug eluting stent without difficulty. The taxus stent was well positioned and well apposed. The stent was not post dilated. Another drug eluting stent (unknown type, size) was deployed in the lad during this procedure. The pt was given a loading dose of plavix and IV heparin during the procedure. No procedural complications were reported. The pt was given plavix post procedure. The pt returned three days later experiencing chest pain. Repeat angiography revealed a stent thrombosis in the rca taxus stent, the pt's condition is listed as satisfactory. It is unknown what treatment was given for the stent thrombosis. No add'l info is available at this time.